Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a nephrotomy tube insertion procedure, peeled guide wire coating occurred. Another manufacturers' 5f catheter was inserted into the patient. This .035" 180cm magic torque guide wire was advanced into the catheter without difficulties. Another manufacturers' 8f nephrotomy tube was being advanced over the guide wire when the physician noted approximately 4 to 6 inches of the coating was "fraying" at the distal end. The coating was contained within the catheter. The catheter with guide wire were then removed. Nothing was left inside the patient. The procedure was completed with an amplatz guide wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
An examination of the returned device noted anomalies along the entire length. Several sections of the coating were peeled and accordioned along the entire body, exposing the corewire. The wire is bent 5cm from the distal end. The device appears to have been in contact with a sharp or metal object. The outer diameter was measured where damage was not noted and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a nephrotomy tube insertion procedure, peeled guide wire coating occurred. Another manufacturers' 5f catheter was inserted into the patient. This .035" 180cm magic torque guide wire was advanced into the catheter without difficulties. Another manufacturers' 8f nephrotomy tube was being advanced over the guide wire when the physician noted approximately 4 to 6 inches of the coating was "fraying" at the distal end. The coating was contained within the catheter. The catheter with guide wire were then removed. Nothing was left inside the patient. The procedure was completed with an amplatz guide wire. No patient complications were reported and the patient's status is fine.